Event description:
Edwards received information that this bioprosthetic valve, implanted approximately eight (8) years, was explanted due to recurrent bioprosthetic mitral valve stenosis. It was noted that valve was severely stenotic upon explantation. The explanted device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well and is reported stable.

Manufacturer narrative:
(B)(4). It was reported that this valve was explanted due to bioprosthetic valve stenosis. Many factors can contribute to the onset of stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Without return of the explanted valve, the root cause of this event cannot be confirmed. The operative report indicates that this was recurrent mitral stenosis, suggesting that patient related factors may have contributed to this event. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.